Manufacturer narrative:
The investigation has started. There was no patient injury. A supplemental will be submitted when any new information is received.

Event description:
This incident occured in (B)(6). The surgeon noticed infusion switching itself off automatically, no voice feedback to indicate infusion has been switched off . Happens spontaneously. It was reported that the surgeon pressed the irrigation button on the pedal to switch it on again and was fine after that.

Manufacturer narrative:
Investigation is started and going on. The customer indicates the button to toggle constant irrigation is not pressed, however the detailed log file indicates the user does. To find out the root cause, monitoring the pedal during surgery using a camera is scheduled for later this month. The data will be analyzed together with records of sounds/screen and log file. Once complete, a supplemental will be submitted.

Manufacturer narrative:
The investigation of the log files of this incident could not determine how the irrigation was switched off. However, we have received similar incidents that supported determining the root cause of the irrigation that is switched off. The eva system of a similar incident in austria was running on a newer software version and therefore had a more detailed log files. These log files indicated that the irrigation was turned off by using the foot pedal switch which was programmed to turn on and off the irrigation. It is suspected that this has also happened during this event. The eva system of a similar incident in (B)(6) has been observed during different surgeries on (B)(6) of (B)(6) 2018 and no issues were observed. The eva was functioning within specifications. Based upon above information it is concluded that the irrigation is not switched off by the eva system itself.